Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 240 mcg/day via an implantable pump. It was reported the patient developed pus at his pump pocket site. The area was cleaned out on (B)(6) 2020. There were no environmental factors which contributed to the issue. No diagnostics were performed. The patient¿s pump pocket never completely healed after it was cleaned out on (B)(6). The pump eventually eroded through the skin and the pump and catheter were explanted on (B)(6) 2020. The issue was resolved at the time of the report, may 06, 2020. The patient's status was provided as alive - no injury.

Manufacturer narrative:
Patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-15, additional information was received from the manufacturer representative (rep). They stated the pump was explanted because it had eroded through the incision necessitating the pump be removed and it was believed the incision site was infected. The rep was not present for the surgery and the pump was disposed of by the hospital at the time of explant.